Manufacturer narrative:
H.6. Due to updated information this event is no longer attributed to a malfunction of a bd device and is therefore not a reportable event. The customer reported that the leak was not caused by the unspecified bd¿ connector. Due to this new information this event is no longer reportable as a malfunction. This event was over reported. H3 other text : see section h.10.

Event description:
Material no: unknown batch no: unknown. It was reported that multiple spills/leaks have occurred during use of unspecified bd¿ connector. The following information was provided by the initial reporter: "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they¿ve had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial do not hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes do not fit and leak. We¿ve had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I did not hear about it until this afternoon."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that multiple spills/leaks have occurred during use of unspecified bd¿ connector. The following information was provided by the initial reporter: "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they¿ve had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial don¿t hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes don¿t fit and leak. We¿ve had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I didn¿t hear about it until this afternoon."